Event description:
On (B)(6) 2012 the patient was implanted with a condylar plate, 4 locking screws and 6 proximal screws for a distal femur fracture. The patient returned to the surgeon for a follow-up exam where x-rays were taken. X-rays revealed 4 distal screws backed out and the condylar plate may have migrated. The remaining 6 proximal screws did not appear to have backed out. On (B)(6) 2013 the patient returned to the operating room for removal of hardware and revision. This is 1 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing and/or product investigation could not be performed as no product was received. The device history records were reviewed and no complaint related issues were found.